Event description:
The lead was returned to the manufacturer after being explanted due to medical judgment and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found the distal conductor resistance was out of specification. There was blood on the electrode, tip electrode.